Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support guided the customer through several troubleshooting steps, including removing the cartridge and delivering a bolus, but the cartridge alarm persisted. As a result, the customer was unable to resume insulin therapy with the original cartridge. Technical support assisted in loading a new cartridge, and when the issue was not resolved, they arranged for a replacement of the pump and the original cartridge. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was provided with instructions on how to return the problematic pump.